Event description:
The customer stated that he was treated by the paramedics for a low blood glucose reading of 44 mg/dl. The customer stated that he was very incoherent when the paramedics arrived. The customer had changed the infusion set the day prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. The customer was advised to check his blood glucose levels more frequently throughout the day. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.